Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion with severe calcification was located in the moderately tortuous distal left circumflex. On the first inflation, the 2.0 x 8mm quantum maverick monorail balloon was inflated to sixteen atmospheres and ruptured. The device was removed intact. The procedure was completed with another of the same device. The patient status is listed as no problem.

Manufacturer narrative:
Patient is over 18 years of age. The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).